Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in a microcatheter. There was no reported patient injury or intervention.

Manufacturer narrative:
Physical inspection of the returned pusher found the proximal gold connector intact with no notable damage. The implant coil was returned still attached to the pusher. The proximal black pet at the uv glue transition was returned intact with no damage. Burn marks were not found at the distal heater coils/black pet, indicating no thermal detachment occurred in the field. The distal ball and pusher attachment glue bonds were measured and are within specification. Inspection on the implant found the coil damaged at the middle coils. Physical inspection of the returned device found the implant coil still attached to the pusher. The reported complaint cannot be confirmed.